Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2012 due to the titatnium humeral tray taper fractured and fixed into the humeral stem. The taper was removed and the humeral tray and bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
Additional information received indicates patient non-compliance. There are warnings in the package insert that state that this type of event can occur: under warnings it states: "excessive activity, trauma and excessive weight bearing have been implicated with premature failure of the implant by loosening, fracture, and/or wear."